Event description:
It was reported that: following full deployment of manta device, distal flow was occluded. Decision made to go up and over with a wire to cross foot plate distally as it was believed that footplate was blocking distal flow. Once crossed with wire, used 8x40 pta balloon inflated to nominal 8 atmospheres (vessel size was 7.6mm) to gain footplate apposition against anterior vessel wall. Multiple inflations completed. During final inflation, "popping sound" heard at access site in rcfa. Multiple staff in room believed vessel was ruptured and immediate pressure was held. Upon additional flouro with contrast, vascular surgery consultation, a decision was made to use viahbahn covered stent to cover vessel. Viabahn 9x5 covered stent successfully deployed. Upon final run with contrast, vascular surgeon noted additional extravasation still present near the site where manta was deployed and decision was made to cut down on rcfa to remove manta closure device and perform a repair with a patch to the rcfa. Upon cutdown and removal of manta, inspection revealed it was fully intact. In addition a large piece of calcium was ejected through rcfa wall at site of footplate when initial pta balloon inflation was completed. Ultimately it was decided by 2 vascular surgeons, a CT surgeon and 2 cardiologists that the manta was deployed correctly and that the initial occlusion was caused by the large piece of calcium that was later ejected through the rcfa wall when the pta balloon was inflated, therefore causing the tear in the rcfa. Additional information received on 20mar2023, during a tavr procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain access in the right common femoral artery. Two punctures were needed with the second being successful. It was noted that there was a high bifurcation of the profunda. The vessel size was 7.6mm with mild calcium proximal to right cfa and anterior, approximately 10-12cm above access site in rt cfa, and no reported tortuosity. Measured depth for the manta was 3.5+1=4.5. There was no issue advancing or withdrawing procedural sheaths. Blood pressure was 133/52mmhg and act was 233 prior to closure, both heparin and protamine were administered during the procedure. Time to hemostasis was 5-10 minutes secondary to mild tissue track oozing following protamine administration. The patient was in a stable condition following procedure completion and was transferred to post care unit for recovery.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. A post-angiogram video was obtained by vsi showing the covered stent placement prior to surgical cut down for repair, secondary to the extravasation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery (rcfa). Micro puncture and ultrasound guidance were utilized to gain successful access above the high bifurcation of the profunda, after two attempts. The vasculature was 7.6mm, with mild calcification proximal to the rcfa, anterior wall calcification of the rcfa, 10-12cm, superior to the access site, no tortuosity, with a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Manta was deployed to the measured depth and following deployment, a post-angiogram verified no flow distal to the closure site. The physician thought the manta anchor was blocking flow and proceeded with contralateral balloon angioplasty to gain the anchor apposition against the anterior vessel wall. Multiple inflations were applied, and following the final inflation, a "popping sound" was heard at the rcfa access site; believed to be a ruptured vessel, immediate pressure was applied, and a covered stent was deployed with good results. A final fluoroscopy with contrast indicated additional extravasation still present near the manta access site. The vascular surgeon made the decision to perform a surgical cut down to explant manta, and patch repair the rcfa. During the surgical intervention, the manta was visibly seen fully intact and a large piece of calcium was seen ejected through the rcfa wall at the site when the anchor was thought to be blocking flow, and contralateral balloon angioplasty was completed. It was later decided by the team of 2 vascular surgeons, 2 cardiologists, and a CT surgeon, the manta was deployed correctly and the root cause of the initial occlusion was caused by a large piece of calcium that was later ejected through the rcfa wall when the balloon angioplasty was applied, causing the tear in the rcfa. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: following full deployment of manta device, distal flow was occluded. Decision made to go up and over with a wire to cross foot plate distally as it was believed that footplate was blocking distal flow. Once crossed with wire, used 8x40 pta balloon inflated to nominal 8 atmospheres (vessel size was 7.6mm) to gain footplate apposition against anterior vessel wall. Multiple inflations completed. During final inflation, "popping sound" heard at access site in rcfa. Multiple staff in room believed vessel was ruptured and immediate pressure was held. Upon additional flouro with contrast, vascular surgery consultation, a decision was made to use viahbahn covered stent to cover vessel. Viabahn 9x5 covered stent successfully deployed. Upon final run with contrast, vascular surgeon noted additional extravasation still present near the site where manta was deployed and decision was made to cut down on rcfa to remove manta closure device and perform a repair with a patch to the rcfa. Upon cutdown and removal of manta, inspection revealed it was fully intact. In addition a large piece of calcium was ejected through rcfa wall at site of footplate when initial pta balloon inflation was completed. Ultimately it was decided by 2 vascular surgeons, a CT surgeon and 2 cardiologists that the manta was deployed correctly and that the initial occlusion was caused by the large piece of calcium that was later ejected through the rcfa wall when the pta balloon was inflated, therefore causing the tear in the rcfa. Additional information received on 20mar2023 during a tavr procedure on (B)(6), 2023, micro puncture and ultrasound were utilized to gain access in the right common femora. Artery. Two punctures were needed with the second being successful. It was noted that there was a high bifurcation of the profunda. The vessel size was 7.6mm with mild calcium proximal to right cfa and anterior, approximately 10-12cm above access site in rt cfa, and no reported tortuosity. Measured depth for the manta was 3.5+1=4.5. There was no issue advancing or withdrawing procedural sheaths. Blood pressure was 133/52mmhg and act was 233 prior to closure, both heparin and protamine were administered during the procedure. Time to hemostasis was 5-10 minutes secondary to mild tissue track oozing following protamine administration. The patient was in a stable condition following procedure completion and was transferred to post care unit for recovery.